Manufacturer narrative:
(B)(4). The customer spoke with technical support. Technical support recommended changing the patient circuit and running testing. The customer changed the patient circuit and the ventilator is now back in use. No parts are being returned for investigation.

Event description:
It was reported that during patient use, a ventilator did not detect a patient. The patient was removed from the ventilator. There was no harm to the patient.